Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed persistent recoverable error code 32101. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troubleshooting was attempted by performing a system power cycle; however, this did not clear the error fault. Review of the sites system logs confirmed the occurrence of multiple recoverable error code 32101 on the axes control motor (acm) of universal side manipulator (usm) arm 3. The user was instructed to further troubleshoot through a hard system power cycle. The issue remained persistent. Following this, tse advised the user to disable usm arm 3. The system remains in an operable and acceptable state even with one usm arm disabled. Once usm arm 3 was stowed, no further issue was observed. The user continued with the procedure using the 3 confirmed functional usm arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of persistent recoverable error code was confirmed through review of the site's system logs. Investigation revealed a defective universal surgical manipulator (usm) arm 3. Replacement of the usm arm resolved the issue. The system was further tested, operated without error and verified as ready for use. This unit was returned for failure analysis (fa) and the reported 32101 error was confirmed/replicated. The unit was tested on the in-house system a it triggered error 32101 pointing to acm at startup. The unit was run on a high side switch script on acm and the results showed that all motors were good. Further investigation was performed, each carriage stator was unplugged one by one and only degree of freedom (dof) 6 stator did not triggered 32101 at startup, but the usm triggered 23062 instead. The dof 6 stator was swapped with a test one and the system did not trigger any errors. It was returned to the original one, but the error 32101/23062 did not get triggered at startup; the issue was intermittent. Per engineering, dof 6 stator will be replaced as a precaution to address the reported problem.